Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left main trunk to the mid left anterior descending (lad) artery. Pre-dilatation was performed resulting in a 50% to 70% stenosis. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, a little resistance was felt and the stent strut was damaged. It was noted that the proximal edge of the stent was found to be shortened. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: a synergy xd mr ous 3.00 x 38mm mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the proximal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a kink in the shaft polymer extrusion at 16cm proximal to distal tip. The device could not be loaded on a 0.014 inch test guidewire due to the shaft polymer extrusion kink. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left main trunk to the mid left anterior descending (lad) artery. Pre-dilatation was performed resulting in a 50% to 70% stenosis. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, a little resistance was felt and the stent strut was damaged. It was noted that the proximal edge of the stent was found to be shortened. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.